Event description:
It was reported that there was a low battery and a loss of therapeutic effect. Caller reported the implantable neurostimulator (ins) was at end of life (eol). He had ins replacement surgery (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).